Event description:
The pt notified the MFR's device registration of removal of the device due to a possible infection. Add'l info has been requested from the hcp but was not available on the date of this report.